Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer required assistance from their mother to call a nurse who recommended administering a correction injection to address the bg. Customer performed a pump reset and loaded a new cartridge to resolve the issue.